Event description:
It was reported that approximately one year following the implant of a trilogy transcatheter heart valve, severe central transvalvular aortic regurgitation was identified during routine follow-up. According to the information available at the time of follow-up assessment, the patient was asymptomatic when the regurgitation was identified, no history of endocarditis was reported, and no alternative clinical cause had been identified. A valve-in-valve intervention has been scheduled. A comprehensive device history record (DHR) review confirmed that all manufacturing and inspection acceptance criteria were met prior to product release. No device deficiency or adverse events suggestive of a device malfunction occurred at the time of the procedure. A device malfunction has not been confirmed at this time.